Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image disappeared when angulation to up/down direction due to damage of the ccd unit. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found the reported phenomenon was caused by the damage of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image disappeared when angulation to up/down direction due to damage of the ccd unit. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found the reported phenomenon was caused by the damage of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.